Event description:
Eight french closed suction system being used to suction the endotracheal tube of an infant in the nicu. The suction control port was compressed to activate the suction, and it stuck in the on position. Rn was unable to relieve the suction or disengage the port. Device was removed from the patient and replaced with new device of same type without further incidence.